Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that needle of bd¿ insyte autoguard was hard to retract.

Manufacturer narrative:
Investigation summary: bd was unable to perform a thorough investigation as no sample, lot, or batch number were provided. Investigation conclusion: bd was not able to duplicate or confirm the customer¿s indicated failure as no sample, batch, or lot code was provided. Root cause description: root cause is undetermined. Rationale: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that needle of bd¿ insyte autoguard was hard to retract.

Event description:
It was reported that the needle of a bd¿ insyte autoguard was hard to retract.

Manufacturer narrative:
Correction: b.5. Describe event or problem: it was reported that the needle of a bd¿ insyte autoguard was hard to retract. In section h.10 of the previously submitted MDR, sections d.1 and h.1 were incorrectly referenced as the medical device expiration date and device manufacture date. This supplemental MDR is being submitted to correct those references to show the following: d.4 medical device expiration date h.4 device manufacture date.